Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d3, g1, h6 (explant date not provided)

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b.

Event description:
Additionally, "capsular contracture, baker grade I" was reported.